Event description:
It was reported that a patient who had an implantable neurostimulator (percept pc) for deep brain stimulation experienced a sensation of buzzing in the generator and extension during an MRI procedure. The patient had difficulty entering MRI mode and had to run the impedance test multiple times before being allowed into MRI mode. During the MRI, the patient reported feeling buzzing in the battery, prompting the technician to change some settings, after which the patient reported buzzing in the extension. The MRI was stopped as a result. After the event, impedance checks were performed with both a tablet and the patient¿s remote, and all results were normal, allowing successful entry into MRI mode with deep brain stimulation off. The cause of the buzzing sensation is unknown. No surgical intervention occurred or was planned. The issue was resolved at the time of the report. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 3708660 lot# serial#(B)(6) implanted: (B)(6) 2018 explanted: product type extension product ID 3708660 lot# serial# (B)(6) implanted: (B)(6) 2018. Explanted: product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #:(B)(6), ubd: , UDI#: ; product ID: 3708660, serial/lot #:(B)(6), ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.